Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. PMA/510(k) no:k130520. The actual sample was discarded by the involved facility; therefore, the actual device will not be returned for evaluation. Review of the manufacturing record and the shipping inspection record of the involved product code/lot number combination confirmed that there were not any indications of anomaly in them. A search of the complaint file found no other similar report with the involved product code/lot number combination. Based on the investigation result, since the actual product was not obtained, the cause of occurrence could not be clarified. Relevant instructions for use (IFU) reference: "the cardiotomy filter must be moistened in advance with the priming solution. If not moistened, then this could compromise the effectiveness of the filter and the ability to use it up to the maximum blood flow rate. (Precautions)" "do not reduce heparin during circulation. Otherwise, blood clotting might occur. (Warnings)" "adequate heparinization of the blood is required to prevent it from clotting in the system. (Warnings)". (B)(4).

Event description:
The user facility reported that during priming of the capiox device involved, the cardiotomy filter was clogged by added blood (allogeneic blood). There was a filter in the blood transfusion line. The event occurred pre-treatment. The procedure outcome was not reportable. The final patient impact was not harmed.